Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer air dermatome ((B)(4)) serial number (B)(6) by a zimmer biomet certified service repair site - dover on (B)(6) 2020 revealed the unit was not cutting. After investigation, the reported issue was confirmed. The device was out of calibration at the zero setting. The device was cleaned/calibrated and then met all specifications. Repair of the device was performed by a zimmer biomet certified service repair site ¿ dover on (B)(6) 2020 which included replacement of the following: none additional repair included cleaning, recalibration, and testing. The device, serial number (B)(6), was then tested and functioned properly. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of this device is completed, a follow-up/final report will be submitted.

Event description:
It has been reported that the device was not cutting properly during testing. There was no harm or delay. No adverse events were reported as a result of this malfunction.